Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve broke inside the sheath causing them to cut the shaft of the sheath. It was reported that after trans-septal access, and the dilator was removed from the sheath that the hemostatic valve broke and there was bleed back. The medical team tried to put the wire into the sheath, but the hemostatic valve had broken inside the sheath body and the wire was not able to advance. They had to pull back the sheath and cut the shaft of the sheath twice to insert a wire to exchange the sheath. The sheath was exchanged, and the issue was resolved. This event caused a delay in the procedure of approximately 15-20 minutes. The hemostatic valve was dislodged from the back of the sheath and was pushed down into the shaft of the vizigo sheath. The bwi company representative did not see if the valve broke into two or more separate pieces. The valve was removed from the sheath after they had inserted a new vizigo and had started mapping the procedure. The white valve part was pushed down into the shaft of the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. In order to remove the sheath they had to use fluoro to see how far the wire would go into the sheath and then pull that portion of the sheath out of the body, then cut the body of the sheath in half. The patient's hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 15 - 20 ml. No medical intervention was required to stop the bleeding. Once the wire was inserted into the femoral vein then it was a normal sheath exchange hemostatic valve separation is MDR-reportable. Furthermore, since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 18-apr-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: visual analysis revealed that the shaft was cut by the customer to retrieve it from the patient and that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. The device history record (DHR) for lot number 50000075 has been received and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The root cause of the adverse event remains unknown. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).